Event description:
It was further reported that the target lesion, treated during the index procedure, was de novo. In (B)(6) 2012, 99% distal edge focal restenosis and 70-80% jailing, at the ostium of the diagonal branch, was noted. The jailing was caused by the ion us coa stent placed during the index procedure and was not treated. Elevated cardiac enzymes were observed (peak ck=151 iu/l, uln=135 iu/l; peak cm-mb=5.6 ng/ml, uln=5.0 ng/ml; peak troponin=1.18 ng/ml, uln=0.03 ng/ml) and event of nstemi was reported. ECG was performed (type of mi- non q-wave). ECG changes revealed the indication of ischemia. The subject did experience ischemic symptoms and medication was given to treat this event.

Manufacturer narrative:
Device is a combination product.(B)(4).device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
(B)(6) clinical study. It was reported that post coronary stenting treatment procedure, chest pain and restenosis occurred. In (B)(6) 2012, the subject presented due to stable angina (ccs class-2) and was referred for cardiac catheterization which revealed a 60% stenosed lesion located in the mid left anterior descending (lad) artery. The lesion was 16 mm long with a reference vessel diameter of 2.75 mm and treated with direct placement of a 2.75 mm x 32 mm ion us coa stent, with 0% residual stenosis. The following day, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2012, the subject presented with chest discomfort on exertion described as pressure and pain at the center of the chest and radiating to the bilateral upper extremities and chronic shortness of breath. The subject was diagnosed with acute coronary syndrome and hospitalized the same day. Two days later, 90% restenosis of the previously placed study stent in the mid lad was treated with the placement of a 2.75 mm x 20 mm promus element drug-eluting stent within the pre-existing stent and just distal to the pre-existing stent. In addition, cutting balloon angioplasty was performed. The subject was discharged on aspirin and ticagrelor two days later, the event was considered resolved without residual effects.